Event description:
It was reported to philips that after restarting the system, it was unable to boot, stalling at 00:00. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
The philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirm that after restarting, the system couldn¿t start up. Review of the system log file showed the warning regarding the flex vision control service and it did not succeed after 105 seconds. Upon troubleshooting, rse found that the system front perspective didn¿t appear and remained at system starting 00:00. To resolve this issue, rse instructed customers to restart the system. The same issue reoccurred after a few days, where fse repaired the power supply of flex vision pc. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome. Evaluation method code was corrected.